Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on up arrow button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. No time clock anomaly noted. Pump passed displacement test and self test. Device received with broken reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 268 mg/dl at the time of incident. Customer stated buttons was hard to press. Customer stated times moves forwarded. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per healthcare professional instructions. The insulin pump will be returned for analysis.